Event description:
The doctor reported the implant was removed due to insufficient primary stability, 1 month after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. Pain was found during the removal surgery. The implant site hurt since placed. Bone augmentation material was not used in implant placement surgery. The patient has recovered and no more pain since implant came out.

Manufacturer narrative:
Please see attached summary memo.